Event description:
It was reported that the patient complained of feeling stimulation in their throat whenever the device paced in the right ventricle. It was further reported that a lead integrity alert (lia) triggered due to short interval counts (sic), and there were stored episodes exhibiting oversensing with the right ventricular (rv) lead. Reprogramming was done for the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).